Event description:
Information received by medtronic indicated that the customer received pump error 82 (the hrm task did not grant motor power in reasonable time). Troubleshooting was performed and found that the customer was able to clear the alarm and rewind the pump. Customer performed displacement test and self test on the pump and it got passed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08750 inches. The pump history and trace files were successfully downloaded using thump. There were no pump error 82 alarms noted during testing. A review of the pump history file shows on 2/6/2023 at 14:01:16 there was a pump error 82 alarm (linenumber 427 filenumber 16) and then a pump error 81 (linenumber 393 filenumber 16) alarm that occurred, faults are isolated to the hardware (esf #3764387). Pump error 81 and pump error 82 detailed alarm analysis is listed below: faults are not registered in detailed traces or error log, only in diagnostic traces and history, which gives us only fault type and file/line numbers. The pump error 81 alarm is a motor acknowledge dm command timeout alarm (suspend delivery request from main application was not responded by motor cpu within timeout) and the pump error 82 alarm is a motor power request timeout alarm (motor power grant request to main cpu was not responded within timeout). The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, serial number label faded, and pillowing keypad overlay. Pump error 81 and pump error 82 alarms are confirmed, fault are isolated to the hardware (esf #3764387). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.